Manufacturer narrative:
According to available information, this lead was surgically abandoned and replaced. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead displayed a lead safety switch had occurred and increased threshold measurements. In addition, a review of the arrythmia log book revealed noise. The patient with this lead has an underlying sinus rhythm. There was no pacing inhibition. A revision procedure was performed. This lead was surgically abandoned and replaced. No adverse patient effects were reported.